Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 was inconsistently mapped. A field service engineer (fse) found that the half height matrix drawer 2.2 on the anesthesia cart was not displaying the virtual map. The position sensor was not functioning properly in the hardware test application, so the sensor was replaced. A test was then performed in the hardware test application, and the sensor was confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer 2.2 map appeared inconsistently. The drawer map did not always display during dispensing, and providers reported having to search for the medication using the search bar to complete the dispense. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.